Event description:
Allegedly, as the doctor was preparing to use the cryogun, there was an "explosion" and the outer sleeve separated from the gun handle and "shot off." There was no pt injury, but the doctor stated that dr felt compression in the chest when the explosion occurred.